Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation lamp was lit at the same time the emergency light was not confirmed. In addition, the color was strange when acquiring white balance. The high brightness does not occur due to war of the detection lever. During the visual examination, there were no abnormalities found. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported on behalf of a customer, the visera elite xenon light when power is turned on, the display of the emergency light will light up on the panel. The lamp was lit at the same time the emergency light display was lit. The device can be used without problems. The event occurred during preparation for use. The unspecified therapeutic procedure was completed using the subject device. There was no report of patient harm.

Manufacturer narrative:
Corrected: d4 was inadvertently missed on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.